Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that they "had leads break" four years ago. The atrial and right ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.